Event description:
The customer called and reported experiencing high blood glucose of 400 mg/dl. Troubleshooting was performed with customer's insulin pump. Insulin exited during bolus and the drive support cap was not damaged. The bolus and basal did not match the total daily dose. The bolus wizard settings were found to be correct. Alarm history was not checked. Bolus delivery was seen in the bolus memory. Programming was checked and other possible causes for high blood glucose were discussed. The customer will not be returning the insulin pump for analysis at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.